Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 275 mg/dl. The user alleged the insulin pump was under delivering insulin they had high blood glucose event. Customer reported to have experience tiredness. Customer was okay to troubleshoot. Customer had been using the pump within 48 hours of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.